Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had brown particulate matter in the tubing. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured (B)(6) 2015. The device was received for evaluation. Visual inspection on the unit via the naked eye noted a black speck approximately 0.10 square mm in size, located on the external surface of the tubing. The particle was not in the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.